Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.